Event description:
Procedure type: unknown. According to the reporter. The patient retained suture from surgery in 2008. There was no patient injury or tissue damage. Surgeon will need to schedule a time to remove suture in the or.